Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E.1 initial reporter phone number is unknown. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2084254 . D4. Medical device expiration date: 30sep2023. H4. Device manufacture date:25mar2022. D4. Medical device lot #: 2056923. D4. Medical device expiration date: 31aug2023. H4. Device manufacture date: 25feb2022.

Event description:
It was reported that while using the bd vacutainer® sst¿ advance plus blood collection tubes clotting occurred. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. The expiry date of batch# 2084254 was 30th september 2023. The expiry date of batch# 2056923 was 31st august 2023. The instructions for use (IFU) states: do not use tubes after their expiration date. Tubes expire on the last day of the month and year indicated. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of clotting due to the tubes already being expired. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® sst¿ advance plus blood collection tubes clotting occurred. There was no report of patient impact.